Manufacturer narrative:
H3:product analysis of product no:5484113, lot no:k23h1546 visual inspection confirmed the torx tip of instrument has broken. Optical examination revealed circular material flow on the fracture surface, the torx tip edges have been deformed and the tip has been twisted. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion for pseudo arthrodesis. It was reported that the driver was stripped. The issue was a component incompatibility which was referred to as a break. This information has been verified by the physician. There was no patient symptom reported. There were no further complications reported regarding the event.